Event description:
After an implantation period of approx. 96 months, it was observed at the follow-up in the clinic that there was a loss of capture ventricular. The lead was capped. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 04th august 2022 and 09th august recorded the sudden increase of the pacing impedance from approximately 1650 ohms to above 2500 ohms. The provided x-ray image was analyzed. No anomalies could be observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the observed high impedance and loss of capture. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.